Event description:
A report was received from a care giver that the sample port cap of the hmef (heat and moisture exchanger filter) had come off the hmef, after the pt had been moved around quite a bit. No one noticed that the cap had come off. The care giver discovered an incident when returning to the pt's room, not from a ventilator alarm. Ventilator air was escaping through the sampling port, which had a missing cap, and the pt was turning blue. The care giver also indicated that the pt almost died. No additional pt problems or residual effects were noted. Ballard medical products has no first hand knowledge of the allegations, but is relaying information received from outside sources pursuant to federal regulations.